Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address a leg length discrepancy. Update 12/2/2013- ppd and medical records received. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised due to a fall that caused a fractured greater trochanter, pain, discomfort, osteolysis, leg length discrepancy, and subsidence of the femoral implant. The femoral stem wasn't revised. The MDR decisions for the femoral implant is being re-evaluated and a stem and cup are being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/2/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).